Manufacturer narrative:
Qn#(B)(4). Complaint verification testing could not be performed as it was reported that the sample is not available for return. Without the device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
It was reported that " approximately 2 hours after placement, providers report they are unable to draw back on the line. When doing a side-by-side comparison with 2 of your products, the material seems to be more compressible than the other".

Event description:
It was reported that " approximately 2 hours after placement, providers report they are unable to draw back on the line. When doing a side-by-side comparison with 2 of your products, the material seems to be more compressible than the other.".

Manufacturer narrative:
(B)(4).